Manufacturer narrative:
An event regarding other involving an unknown accolade stem was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were provided for review. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to metallosis and metal poisoning. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi for the right hip. It was reported through stryker facebook page: "I love my stryker components. But after having ecoli in my right leg in my bone marrow, I ended up with a competitor component and I hate it. It shifted in pt on a recumbent bike & caused my left knee to pop like a cork out of a wine bottle. Since it's a chromium colbalt metal, it's not MRI or CT compatible. Dr. Who replaced my right one doesn't want to find what shifted nor find what popped in my left in one. Right hip replacement also has a stryker component in it. Also have a torn glutenus medius muscle in the right hip. " fb comment received, 01-mar-2024: stay away from competitor. That was my first knee replacement component for 6 years and 10 & 1/2 months. I had that junk taken out on (B)(6) 2005. Best component ever. Had my right knee replaced (B)(6) 2005 with the same component no problems, right hip has a stryker component in it done on (B)(6) 2009. Right knee now has a crappy competitor because of ecoli was in my bone marrow from being in a filthy, nasty, smelly rehab center after I broke my right femur just above my right knee replacement. I don't ever want to go through another joint replacement. Additional fb comment received (B)(6) 2024, "I was 39 when I had my first knee replacement. The dr. Deliberately intentionally and purposely messed mine up. He died 5 months & 9 days later of a massive heart attack."

Event description:
This pi for the right hip. It was reported through stryker facebook page: "I love my stryker components. But after having ecoli in my right leg in my bone marrow, I ended up with a competitor component and I hate it. It shifted in pt on a recumbent bike & caused my left knee to pop like a cork out of a wine bottle. Since it's a chromium colbalt metal, it's not MRI or CT compatible. Dr. Who replaced my right one doesn't want to find what shifted nor find what popped in my left in one. Right hip replacement also has a stryker component in it. Also have a torn glutenus medius muscle in the right hip. " fb comment received, 01-mar-2024: stay away from competitor. That was my first knee replacement component for 6 years and 10 & 1/2 months. I had that junk taken out on (B)(6) 2005. Best component ever. Had my right knee replaced (B)(6) 2005 with the same component no problems, right hip has a stryker component in it done on (B)(6) 2009. Right knee now has a crappy competitor because of ecoli was in my bone marrow from being in a filthy, nasty, smelly rehab center after I broke my right femur just above my right knee replacement. I don't ever want to go through another joint replacement.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.